Event description:
It was reported that the high voltage lead impedance on the right ventricular (rv) riata lead had risen drastically in a short period to the upper limit. The physician opted to replace the riata rv lead since it was on advisory. The rv lead was capped (B)(6) 2022 and replaced successfully. An elective replacement of the patient's generator was also performed. The patient was in stable condition before during and after the procedure.